Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported via a medwatch report, a patient with atrial fibrillation underwent a cardiac ablation procedure in the electrophysiology lab, during which the stopcock and intravenous (IV) fluid tubing disconnected from a performer introducer, which had been placed in the right femoral vein. During the procedure, the patient¿s blood pressure dropped. The groin was assessed, and no hematoma was noted; however, the physician noticed that the side-port of the sheath was disconnected from the IV tubing, and the detachable stopcock had ¿pulled¿ from the sheath, resulting in blood loss. Per the reporter, blood had collected in the pocket of the surgical drape, and the estimated blood loss was approximately 2800-milliliters. The side port was immediately closed, and the anesthesiologist was notified. A crna (certified registered nurse anesthetist) was at the bedside. Blood was ordered ¿stat¿, and albumin and intravenous fluids were administered. The patient was then transfused with three units of packed red blood cells. The procedure was aborted, and the patient was extubated and taken to the post anesthesia care unit. The patient was hemodynamically stable and neurologically intact. The patient was transferred to the telemetry unit and remained stable overnight. Additional information was received 27nov2024. Normal saline was infusing through the sheath at a rate of 100-milliliters per hour when the stopcock detached from the sheath. Hemostatic mosquito forceps were used to clamp the side port when the bleeding was noted. In addition to administration of intravenous fluids, albumin, and three units of packed red blood cells, the patient also required lab work and telemetry. The patient remained hemodynamically stable overnight and was discharged the next morning. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global shipment search was unable to determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline.¿ bleeding is listed as a potential adverse event in the IFU. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of customer testimony, the dmr, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510(k) number: k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported via a medwatch report, a patient with atrial fibrillation underwent a cardiac ablation procedure in the electrophysiology lab, during which the stopcock and intravenous (IV) fluid tubing disconnected from a performer introducer, which had been placed in the right femoral vein. During the procedure, the patient¿s blood pressure dropped. The groin was assessed, and no hematoma was noted; however, the physician noticed that the side-port of the sheath was disconnected from the IV tubing, and the detachable stopcock had ¿pulled¿ from the sheath, resulting in blood loss. Per the reporter, blood had collected in the pocket of the surgical drape, and the estimated blood loss was approximately 2800-milliliters. The side port was immediately closed, and the anesthesiologist was notified. A crna (certified registered nurse anesthetist) was at the bedside. Blood was ordered ¿stat¿, and albumin and intravenous fluids were administered. The patient was then transfused with three units of packed red blood cells. The procedure was aborted, and the patient was extubated and taken to the post anesthesia care unit. The patient was hemodynamically stable and neurologically intact. The patient was transferred to the telemetry unit and remained stable overnight. Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27nov2024. Normal saline was infusing through the sheath at a rate of 100-milliliters per hour when the stopcock detached from the sheath. Hemostatic mosquito forceps were used to clamp the side port when the bleeding was noted. In addition to administration of intravenous fluids, albumin, and three units of packed red blood cells, the patient also required lab work and telemetry. The patient remained hemodynamically stable overnight and was discharged the next morning.